Manufacturer narrative:
Batch review performed on 22 june 2021: lot 2000212: (B)(4) items manufactured and released on 29-apr-2020. Expiration date: 2025-04-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
Revision surgery 1 year after primary because the cup was too cranial and medialized. Cup, head and liner revised successfully.